Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sub total gastrectomy, when the doctor tried to fire after clamping the tissue, the handle was too stiff and could not be squeezed. The doctor released the jaws. A new cartridge was used. There was no patient injury.